Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a display anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that the screen is hard to read. The customer stated that she is on her lunch break and will call back later to troubleshoot. The customer was advised to revert to a back-up plan.